Event description:
It was reported that the patient experienced issues with this artificial urinary sphincter (aus) since it was not working; a revision surgery was performed. During the procedure it was noted that the device had an air bubble prevented the system from working as expected. The pump was prepped again and the connections were re-made; it was determined everything was working. There were no patient complications.

Event description:
It was reported that the patient experienced issues with this artificial urinary sphincter (aus) since it was not working; a revision surgery was performed. During the procedure it was noted that the device had an air bubble prevented the system from working as expected. The pump was prepped again and the connections were re-made; it was determined everything was working. There were no patient complications.